Manufacturer narrative:
(B)(4). The device was not returned for evaluation. However, examination of provided pictures identified factors that may have contributed to the reported issue. The device had broken into multiple pieces. Without return of a physical sample, it could not be confirmed if assembly error may have contributed to this issue. The investigation could not determine when or where the body became damaged, and the root cause is unknown. A review of the device history records for this lot found no potentially contributing factors and that it was released upon meeting all quality specifications.

Event description:
The customer reported that the device clamp had detached pieces. No patient injury or harm occurred. Multiple attempts were made for further information, and no other details were provided regarding the location of the detached pieces.